Event description:
Product analysis was completed on the suspect device. Visual analysis showed both ring and pin coil ends to be broken. Incisions were made for sem analysis that confirmed the broken ends as well as having extensive pitting and metal dissolution. Due to the condition of the coil ends, fracture mechanisms could not be obtained; however, secondary break lines were seen on both ends, likely due to rotational forces. Visual analysis also showed slanted abrasion on the outer tubing, indicating that the tubing was twisted. Additionally, the inner tubes and coils were found to be twisted onto each other after the electrode bifurcation area, likely due to patient manipulation while implanted (twiddler). Continuity checks showed no short circuit or other conditions other than the previously identified ring and pin coil breaks. Pa worksheet was reviewed and the first returned portion of the lead showed abrasions on the outer tubing with penetrative abrasions and dried body fluids inside the inner and outer tubes. The lead was noted to be knotted in a section and slanted abrasions and divots were seen.

Event description:
It was reported that high impedance was seen shortly after initial implant where impedance was okay. Internal generator data was received and reviewed where low impedance was seen prior to high impedance. A chest x-ray was received where generator placement was observed to be normal with the feedthrough wires intact. Complete pin insertion could not be assessed due to the quality of the images received. The entire portion of the lead could not be visualized due to poor image quality. Because of the poor quality, the possibility of any gross fractures or sharp angles in the lead could not be assessed and it could not be confirmed if a portion of the lead was behind the generator. Tie-downs were placed, however not according to labeling as the first tie-down was placed laterally to the positive electrode rather than the anchor tether. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect device was later received and is undergoing analysis. No other relevant information has been received to date.

Event description:
Additional information was received that the patient has many drop seizures a day, so blunt force trauma is a possible reason for the impedance issues. It was also noted that the patient was only receiving 0.625 ma of programmed therapy despite being programmed to 0.75 ma. The patient later had a revision surgery where high impedance and low output were seen in pre-op. When the generator was taken out of the pocket for inspection, the entire lead came out with it, with the pin still inserted in the generator header. There was a gross lead fracture that occurred right below the anchor tether. The coils were kept on the nerve and a new lead was implanted. Generator diagnostics were normal, so the same generator was kept and re-implanted. It was noted by the patient's mother that they had a big fall and landed on a pointy object and suspects that this was when things started to go wrong. The suspect device has not been received by manufacturer to date.